Manufacturer narrative:
(B)(4). The service engineers inspected the unit, reconnected and calibrated the oxygen sensor and ventilator tested according to specifications.

Event description:
Received information stating that ventilator had an oxygen sensor malfunction. No indication of patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.